Manufacturer narrative:
When placing the coil in the aneurysm, the prowler 14 microcatheter jumped to a different position and it was determined that the 3.5 x 5 orbit galaxy complex xtrasoft coil (640cx3505/15653940) prematurely detached in the patient. When placing a second coil, the first coil moved and occluded the a2. The patient had an ischemic stroke. When placing the 3.5x5 orbit galaxy the detachment zone was a little bit more past the marker than recommended. It was on tension. A control run was made. The microcatheter jumped to a different position in the aneurysm. Because the microcatheter changed position, it was able to be figured out that the coil prematurely detached. Because the microcatheter jumped, there was concern that the aneurysm ruptured. It was reported that it looked like it went thru the dome (which in hindsight it didn't) but it caused a lot of confusion because the icp also read 40 at that time. Although no extravasation was ever observed, as a consequence the next coil was "shoveled in" in a hurry thinking that the coiling needed to be to be finished up quickly just in case the catheter was thru the dome. That second coil in turn moved the first coil and occluded the a2. The procedure was "completed as well as possible." The patient had a small ischemic stroke following the procedure; unable to move her left arm but able to follow commands. The prowler 14 microcatheter is not available for analysis and the lot number is not known; therefore, a device history record review cannot be completed. The coil remains implanted and the delivery system is not available for analysis. A review of the available information and manufacturing documentation associated with orbit galaxy lot 15653940 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test as per (embolic coil attachment pull test (eas), embolic coil detachment pressure test (cdp) and embolic head piece attachment strength pull test. With review of the reported information it appears that procedural factors including device manipulation, advancement of the coil delivery system beyond that outlined in the instructions for use along with aneurysm characteristics, device interaction are factors contributing to the catheter instability and coil premature deployment resulting in the vessel occlusion and stroke. Without the return of the delivery system and catheter a full assessment of the device cannot be performed; however, there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, premature detachment of coil in patient. Additional information received indicated that the coil was in place in the aneurysm. The detachment zone was a little bit more past the marker than recommended. It was on tension. A control run was made. The micro catheter jumped to a different position in the aneurysm. Because the micro catheter changed position, it was figured out that the coil prematurely detached. Because the micro catheter jumped, there was a concern that the aneurysm ruptured. It looked like it went through the dome (which in hindsight it didn't) but it caused a lot of confusion because the icp also read 40 at that time. Although no extravasation was ever observed, as a consequence, the physician shoveled the next coil in a hurry thinking that it needs to be finished up quickly just in case the catheter was thru the dome. That second coil in turn moved the first coil and occluded the a2. The coil prematurely detached in the aneurysm. The type of microcatheter used was prowler 14. The procedure was completed as good as possible. The patient had a small ischemic stroke following the procedure and unable to move her left arm but able to follow commands.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.